Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmic surgeon reported a clinical study pt with increased intraocular pressure after implantation of an intraocular lens (iol). The event was determined during the routine twenty-four hr post operative visit. A paracentesis procedure was performed on the pt with normal tactile tension to the previous incision site with a sterile needle to decrease the pressure. The pt was also treated with glaucoma medication to control pressure. No further info is expected.